Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss). A signal artifact monitor (sam) event was observed, resulting in the minute ventilation (mv) feature of this pacemaker being disabled due to minute ventilation (mv) noise and oversensing. Technical services (ts) indicated this appeared to be a ra lead issue rather than electromagnetic interference (emi) from a procedure. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was requested from the field, however no further information was available at this time.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss). A signal artifact monitor (sam) event was observed, resulting in the minute ventilation (mv) feature of this pacemaker being disabled due to minute ventilation (mv) noise and oversensing. Technical services (ts) indicated this appeared to be a ra lead issue rather than electromagnetic interference (emi) from a procedure. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was requested from the field; however no further information was available at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss). A signal artifact monitor (sam) event was observed, resulting in the minute ventilation (mv) feature of this pacemaker being disabled due to minute ventilation (mv) noise and oversensing. Technical services (ts) indicated this appeared to be a ra lead issue rather than electromagnetic interference (emi) from a procedure. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received. A revision procedure was performed and the associated ra lead was surgically capped and abandoned due to fracture. This pacemaker was also replaced during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements, resulting in a lead safety switch (lss). A signal artifact monitor (sam) event was observed, resulting in the minute ventilation (mv) feature of this pacemaker being disabled due to minute ventilation (mv) noise and oversensing. Technical services (ts) indicated this appeared to be a ra lead issue rather than electromagnetic interference (emi) from a procedure. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received. A revision procedure was performed and the associated ra lead was surgically capped and abandoned due to fracture. This pacemaker was also replaced during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of other returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. This device was included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.